Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a full supply change for an ilet pump with an inset 6 mm/23 in infusion set, the user experienced difficulty filling the cartridge and cocking the infusion set due to dexterity issues, achieved drops during fill tubing, then accidentally dislodged the infusion set when the pump was dropped during the fill cannula step, leading to a prolonged period without insulin and elevated blood glucose; subsequent attempts to reconnect were unsuccessful due to inability to observe drops during fill tubing, and additional training and alternative infusion sets were arranged. Symptoms included hyperglycemia with a reported peak of 387 mg/dl without ketone testing and without acute complications. Outcomes included the user discontinuing pump insulin and using subcutaneous insulin by pen as backup therapy, with no medical intervention or hospitalization and glucose returning to range thereafter. Investigation included troubleshooting and user education, review of the sequence of use steps, and initiation of additional training, with lot information captured for the infusion set. Investigation of this case revealed user difficulty performing required handling steps and a dislodged infusion set during the fill cannula step, with unclear contribution from the infusion set or pump to the loss of delivery.